Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop high blood pressure. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged having high blood pressure and fatigue. There was no medical intervention required by the patient. The reported events high blood pressure and fatigue and its reported severity was reviewed by the manufacture's clinical expert. These events are assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. The device was returned to the manufacturer's product investigation laboratory for investigation. An external/internal visual inspection of device was completed by the manufacturer and found dust/dirt contaminates found were inconsistent with degraded sound abatement foam was observed throughout device enclosure and airpath. There were also signs of water ingress on the blower and blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes there was evidence of sound abatement foam degradation and dust/dirt contamination. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged having high blood pressure and fatigue related to a CPAP device's sound abatement foam. Sections b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect-clinical code corrected (in initial report fatigue event was missed) and updated. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. In section h6 additional code- investigation finding was missed to capture in previous MDR, which is updated in this report.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-04482-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.